Event description:
Per the independent repair center, the customer alleged problem is alarming/red light. The key failure is the manifold valve is leaking. Additional details state on start up, no alarm.